Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient did not receive appropriate therapy due to oversensing. The device was reprogrammed and the issue was resolved with no adverse consequences to the patient.